Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the patient had an unrelated surgery on (B)(6) 2021 prior to which the ipg was not put into surgery mode. Afterward, the ipg was unable to communicate with external device. Troubleshooting resolved the issue.